Manufacturer narrative:
(B)(4). Third party service technician was not able to verify customer's reported problem. All testing performed with good known test ac adapter and patient circuit connected. Vent passed 108 hour extended tests at customer's settings. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Unit sent back to customer.

Event description:
The customer reported that their ltv 1200 ventilator is getting very love volumes. At this time patient involvement is unknown.